Manufacturer narrative:
A sample product was not returned for analysis. Complaint and product history could not be reviewed due to the reporter did not provide a lot number for the device. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was inserted in a patient's eye, there was a scratch noted on the lens. The surgeon believes the lens was scratched by the handpiece injector. The lens remains implanted with no reported patient impact. Additional information was requested.